Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior, striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease smooth opening on posterior assessed as fold flaw opening. Striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, e1, h6.